Manufacturer narrative:
The actual device was returned for evaluation and testing. The device was evaluated and the reported condition that the device was broken was confirmed. An assessment was performed and it was observed that the device was running very loud during test, but was still functional. During repair it was observed that the electronic control unit (ecu) had some type of black residue on it, the motor had water marks and debris on it, and the internal components were worn, corroded, and had debris on them. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that the small battery drive device was broken. During in-house engineering evaluation it was observed that the device was running very loudly during testing but was still functional. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.